Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hard drive and the software were installed by the biomed. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.